Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product user reported that the device was in use when the adhesive from the infusion site detached and caused the infusion set to detach from his skin. A second set had to be used and a correction bolus was administered to correct blood glucose levels. No permanent injury was reported. Additional information regarding the reporter's contact details has been requested. No response has been received at this time.